Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions and quality controls were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product and complaint lot search was unable to be performed as the lot number for the device was not available. However, a review of all complaints from 01jan2015 to 02may2018 involving ult16.0-38-25-p-6s-mcl revealed four similar complaints. Due to miniscule amount of similar complaints when compared to sales of this product in the same timeframe (15,670 devices), it is determined that there is no evidence of a non-conforming lot in the field. IFU warnings if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed. Precautions ¿ these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. ¿ manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. ¿ when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. ¿ a tfe-coated wire guide must be used with ultrathane catheters. ¿ activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. ¿ catheters should be irrigated on a routine basis to ensure function. ¿ patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. ¿ traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. ¿ it is recommended to use a wire guide when removing a locking loop catheter. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information g3 - addition of health professional h6 - updated method, result and conclusion codes. Investigation - evaluation a review of the complaint history, drawings, instructions for use (IFU), manufacturing instructions and quality controls were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product and complaint lot search was unable to be performed as the lot number for the device was not available. However, a review of all complaints from 01jan2015 to 02may2018 involving ult16.0-38-25-p-6s-mcl revealed four similar complaints. Due to miniscule amount of similar complaints when compared to sales of this product in the same timeframe (15,670 devices), it is determined that there is no evidence of a non-conforming lot in the field. IFU warnings if a catheter has become malpositioned or if drainage ceases, the catheter should be promptly exchanged or removed. Precautions ¿ these products are intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of percutaneous drainage catheters should be employed. ¿ manipulation of products requires ultrasound, fluoroscopy, or other imaging guidance. ¿ when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture. ¿ a tfe-coated wire guide must be used with ultrathane catheters. ¿ activate the hydrophilic coating, if present, by wetting the catheter with sterile water or saline. For best results, keep catheter surface wet during placement. ¿ catheters should be irrigated on a routine basis to ensure function. ¿ patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. ¿ traction on the locking suture, if present, should be sufficient to ensure adequate retention of the tip, but should not be overly tight. Verify catheter tip configuration by fluoroscopy. ¿ it is recommended to use a wire guide when removing a locking loop catheter. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Patient code: no code available ¿ additional procedure required to replace g tube. Device code: break is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the locking mechanism, string component, of an ultrathane cook-cope type locking loop multipurpose drainage catheter broke after being placed with a g tube in the stomach. As reported, this required an additional procedure for g tube replacement.